Event description:
Customer reported erroneous differential results with high eosinophil% and low neutrophil% were obtained with quality control and two patient samples when using the coulter hmx hematology analyzer cap pierce. Erroneous test results were not reported out of the laboratory. The two patient samples were retested on another analyzer, coulter hmx hematology analyzer with autoloader, and results were normal and reported out of the laboratory. Quality control samples and the two patient samples were run after preventative maintenance was performed by the customer. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer evaluated the analyzer on (B)(4) 2012. The fse identified and replaced faulty ls sensor and ls preamp. Completed vcs (volume, conductivity, scatter) optimization; performed latex and cbc (complete blood count) calibration. The cause of the low neutrophil% and high eosinophil% on the quality control and two patient samples was attributed to the faulty ls sensor and ls preamp that were replaced.